Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in the opened pouch inside the lens carton. Viscoelastic was dried on the lens. Both haptics were broken inside the haptic insertion areas. Both broken haptics welded portions were intact inside the haptic insertion areas. One broken haptic was returned. The optic was cut from the edge through the optic center. The optic damage was typical in appearance to insertion and removal. It cannot be confirmed from the product evaluation that the lens was stuck during delivery attempt, as reported. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The reported broken haptic damage was observed. The optic was cut, typical in appearance to insertion and removal. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU(instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. It cannot be determined if the lens had become stuck during delivery, as reported. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was stuck with plunger, surgeon tried to pull out and caused haptic broken. Lens was replaced with the backup lens and procedure completed without complications. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).